Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan alleging that their onetouch verioiq meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began one month prior to contacting lifescan. The patient reported obtaining blood glucose readings of ¿170 and 190mg/dl¿ on the subject meter and ¿122 and 131mg/dl¿ on an unknown onetouch meter. The time difference between these readings exceeded 30 minutes. The patient manages their diabetes with a combination of medication, including invokana and metformin. The patient reported consuming less food and drink in response to the alleged inaccurate readings. The patient reported developing symptoms of ¿sweating, weak, erratic heartbeat and tiredness¿ but was unable to provide details as to when these symptoms developed. The patient reported self-treating these symptoms with food/drink. At the time of troubleshooting the cca verified that the unit of measure was set correctly. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury after the alleged inaccuracy began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.